Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed during an implant procedure and displayed an unexpected error message. No patient complications have been reported as a result of this event.